Event description:
It was reported that during an unrelated procedure, the patient's right atrial (ra) lead had dislodged. The ra lead failed to sense and capture. The ra lead dislodgement was confirmed via x-ray. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.